Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient said they had their implanted device removed but they still needed to have the lead explanted. Pt did not know when or who took the implanted neurostimulator out. Patient said they haven't had their device working in quite some time. Patient did not know event date or hcp info and mentioned they could not remember half the stuff. Pt reviewed implant date and their implanted doctor in registration.